Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-9 lot# n303440, implanted: 2012 (B)(6); product type accessory product ID 8590-1 lot# n299297, implanted: 2012 (B)(6); product type accessory product ID 8591-38 lot# d10030, implanted: 2012(B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported by the patient that received a new patient therapy manager (ptm). The patient stated it worked one time and then it no longer worked. The patient was getting the poor communication screen. The patient reported she had gained some weight and that the pump moved just a little in the pocket, and the pump protruded from her body a little. The patient tried changing the batteries on the ptm, changing position, repositioning the antenna, holding the antenna over the pump 15 seconds past pushing the bolus key, moving from all electromagnetic interference (emi), and used a mirror for positioning. The patient was referred to her health care provider (hcp) to obtain optional antenna and to have the pump checked. Additional information has been requested, but was not available as of the date of this report. The drug in the pump at the time of the event was not specified.